Event description:
I am very hesitant to write today. In 2004, I had implants done locally. A high rated surgeon. I had prior tumors, and sagging breasts from nursing. I was told they were safe. In 2007, I had the right one replaced. No discussion yet. In 2012, I had a very serious car accident. I went to hosp and they assured me in emergency room the following morning nothing could happen. It did. I am not able to deal with the pain now, and the surgeon who put them in said it wasn't likely that 2 implants from 3 years apart ruptured spontaneously the same day. The study done prior, 3 weeks before was clearly negative for any ruptures or problems, both mammo and ultrasound. The next one, showed ruptures in both. The newer one is the one that bothers me more. The surgeon claims she advised. She did not.